Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222001 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a strong sense of resistance when entering the 5f mynx control vascular closure device (vcd) into a non-cordis sheath; therefore, the device was removed. It is understood that the sealant protection cracks and separates into 2 or more pieces while passing through sheath and the sealant reacted when it first met the blood. Since the product was not available, manual compression was performed for 20 minutes and "recovered." The sealant was not deployed even though button 1 was pressed, so it remained attached to the shaft. There were no reports of patient injury. There seems to be no visible damage in the distal end of the balloon shaft after removal. There was little tortuosity at the access site vessel. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The mynx vcd was used in a coronary angiogram (cag). Patient information was unavailable. The product was stored, prepped, and used normally based on the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Image review demonstrates the distal portion of a mynx control. The sealant sleeves appear to be frayed/split/torn and the sealant is exposed to blood. The device was will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, there was a strong sense of resistance when entering the 5f mynx control vascular closure device (vcd) into a non-cordis sheath; therefore, the device was removed. It is understood that the sealant protection cracks and separates into 2 or more pieces while passing through sheath and the sealant reacted when it first met the blood. Since the product was not available, manual compression was performed for 20 minutes and "recovered". The sealant was not deployed even though button 1 was pressed, so it remained attached to the shaft. There were no reports of patient injury. There seems to be no visible damage in the distal end of the balloon shaft after removal. There was little tortuosity at the access site vessel. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The mynx vcd was used in a coronary angiogram (cag). Patient information was unavailable. The product was stored, prepped, and used normally based on the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Image review demonstrates the distal portion of a mynx control. The sealant sleeves appear to be frayed/split/torn and the sealant is exposed to blood. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant was exposed to blood and remained in the manufacturing position. The sealant sleeve assembly was observed kinked/bent, but not folded backwards. The syringe was not connected to the device. The procedure sheath was not returned; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). In addition, a picture was received for evaluation. Review of the picture shows the distal portion of a mynx control vascular closure device in which the sealant appears to be exposed to blood and swollen. The sealant sleeve assembly appears to be damaged and opened which may have been attributed to the swelled sealant. The balloon was deflated. Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. The overall length of the outer sleeve assembly was measured and noted to be within specification. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the kinked/bent sealant sleeve assembly. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have caused the damages in the sealant sleeve assembly and/or contributed to the reported complaint could not be made. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed to deploy the sealant without issue. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification that the sealant sleeve assembly was kinked/bent. No separated sealant sleeves were found. The sealant was observed remained the manufacturing position, exposed to blood and swelled which may have caused the sealant sleeve side slits open. A product history record (phr) review of lot f2222001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system resistance/friction with csi¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, handling process, and/or patient condition may have contributed to the reported event. The reported ¿mynx control system deployment difficulty- unable and mynx control sealant sleeves separated-in patient were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. However, visual inspection of the returned device revealed that the sealant sleeve assembly was kinked/bent with the side slits open, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.